Event description:
The customer reported the system was not exposing intermittently and the tube was making a clicking sound. The arcing caused the system to lock up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The high voltage connectors were cleaned and greased during the service call. The system was tested and found to be working as intended and put back into service.